Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic with discharge at the device site. The pacemaker pocket was infected.